Event description:
It was reported to medtronic minimed that the customer experienced unexpected power battery loss. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed customer received the reported issues unexpected power battery loss. No harm requiring medical intervention was reported. Customer was advised to discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2024 09:43:00.000; (B)(6) 2025 01:29:00.000. Insert battery alarm was found on: (B)(6) 2024 11:51:38.000; (B)(6) 2025 11:03:26.000; (B)(6) 2025 11:13:00.000. Power loss alarm was found on: (B)(6) 2025 11:14:53.000. Replace battery alert was found on: (B)(6) 2025 11:00:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 2:56:59 pm. There was no power data available for the date of (B)(6) 2024 and (B)(6) 2025. Unable to check power data for low battery alert, power loss alarm and replace battery alert. There is no valid battery cycle recorded in the pump history records for the ss event date of 01-dec-2024. In further checking of the pump history records for the customer's event date of 14-jan-2025. Battery cycle 4 received the lowbatteryalert (104) on (B)(6) 2025 01:29:00 faster than expected at 6.07 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2025 23:19:00 after more than 7 days at 13.23 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2024 13:56:00 after more than 7 days at 15.82 days. Battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2024 16:19:01 after more than 7 days at 13.19 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for pump error(s)/alarm(s) noted 1 week prior to the ss event date of 01-dec-2024 and customer's event date of 14-jan-2025 in the formatted history file. Sensorexpiredalert (794) was found on: (B)(6) 2024 15:07:00.000; (B)(6) 2024 15:17:00.000; (B)(6) 2025 16:24:57.000; (B)(6) 2025 16:34:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was found on: (B)(6) 2025 08:02:14.000. All buttons function properly. No unexpected pump error 61 (stuck key alarm) noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing except sleep current measurement. Customer alleged for unexpected battery power loss and an intermittent high sleep current measurement were confirmed, suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.